Manufacturer narrative:
Product complaint # (B)(4). Additional information: device manufacture date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a circumcision on an unknown date and suture was used. During the procedure, the needle partially broke off and was temporarily retained inside the patients penis. X-ray was taken. Suture needle was then removed from the patient with guided ultrasound. The surgery was not delayed due to the reported event. It is unknown if there were any adverse consequences to the patient. No additional information was provided.